Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 152 mg/dl. The no delivery alarm was resolved by a reservoir change. The customer was advised that the device would be replaced and agreed to return the product for analysis.